Event description:
It was reported that the asymptomatic patient presented with their pacemaker in backup vvi. The patient was not followed regularly. The device could not be restored due to a low battery status, so the physician decided to explant the device on (B)(6) 2018. No further information is available.

Manufacturer narrative:
The reported event of backup vvi was confirmed. After reloading product code to recover the device from backup mode and to perform further testing; it was determined backup occurred due to unknown code corruption.